Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report possible inaccuracies between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).